Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. To resolve the issue, the customer resumed insulin delivery. Blood glucose level ranged from the 200's (mg/dl) to the 300's (mg/dl) range. As the reported issue was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.